Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear alarm. Insulin pump had vibrate anomaly complaints. Insulin pump had sound issue. Insulin pump did not react on pressed buttons and also had no sound. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h6- component code and h10 - product analysis summary with this report. Pump error 63 (variable 3) was confirmed. However, unable to verify root cause due to pump case is no longer available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test. Pump error 63 alarmed during self test. Successfully downloaded history files and traces using thus. Pump error 63 (variable 12) was present in the history download on event date of 16-apr-2022 at 21:03:42.000. Tested with a test p-cap and the test p-cap locked in place properly, however, retainer ring damage was noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump passed the keypad voltage test. During visual inspection, the j1 connector on pcba 1 was not unlocked and no physical damage or moisture damage was noted to the keypad assembly. No pump audio observed during testing. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer. Pump error 63 was confirmed due to hardware anomaly. Audio anomaly confirmed during testing. Unresponsive keypad not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.